Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. On average, it took approximately 2 hours for the alarm to clear. After the alarm cleared, insulin delivery was resumed. The customer did not recall if the bg level was impacted.